Event description:
It was reported that the user experienced a loss of dexcom g7 sensor readings after application, observed a warmup message, re-entered the sensor serial number, and ultimately replaced the sensor, after which glucose readings resumed; this was consistent with intermittent communication failure and implicated an electrical/magnetic component, specifically the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected components with intermittent communication failure associated with the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.